Event description:
Upon deployment of acs multi-link stent into right coronary artery, stent became dislodged due to torsion of coronary anatomy. During procedure, having difficulty with "guide back-up" which dropped down into lt ventrical, the stent became dislodged at that time.